Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on an unknown date and absorbable straps were used. The device was returned for evaluation and it was found that the cannula cap was missing. There was no report of adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap was missing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.